Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for use exhibited air ingress. During the procedure upon insertion of a farawave catheter into the fardrive sheath and upon reverse blood flow, a large amount of air was noted at the flush port of the sheath. Several syringes were replaced, and air was attempted to be removed. However, the air was still observed. Thus, the sheath was replaced with another sheath, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.